Event description:
It was reported this right atrial (ra) lead exhibited an out of range intrinsic amplitude measurement. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).